Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(4) the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, serial: (B)(6) , UDI: (B)(4), batch: 5606348.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. It is unknown which lead had caused the issue.